Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion tests. The device was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. Motor was tested outside the device and passed. The device had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer's father reported his son was receiving motor error alarms on his insulin pump. The father stated he would call back when his son was home. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).